Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this 34mm transcatheter bioprosthetic valve, echocardiography showed trace paravalvular leak and trace central aortic regurgitation. No treatment was reported. Forty-three days following valve implant, a 12-lead electrocardiogram showed normal sinus rhythm with first degree atrio-ventricular block. No treatment was provided. No adverse patient effects were reported. Additional information received indicated that approximately 6 years and 3 months following the implant of the transcatheter aortic valve an echocardiogram identified mild aortic insufficiency. Approximately 1.5 months later the patient was seen as an outpatient and an echocardiogram identified an ejection fraction of 65-70%. Small to moderate pleural effusions and at least moderate aortic insufficiency were identified. Mild mitral regurgitation and mild tricuspid regurgitation were also present. The following day the patient was admitted to the hospital for acute heart failure with decompensation in the setting of severe bioprosthetic aortic insufficiency. An elevated troponin level occurred. Medication was administered. Two days later an echocardiogram and computed tomography angiogram (cta) were performed. The non-coronary cusp (ncc) was reported as ¿flail¿. The physician indicated the event was causal related to the transcatheter valve. Seven days later the transcatheter valve was explanted and an unspecified surgical valve was implanted. A left atrial appendate clip ligation performed due to episodes of atrial fibrillation upon induction. A permanent pacemaker wa s implanted 7 days following the surgical valve implant due to complete heart block. The transcatheter valve aortic regurgitation event was reported as recovering.